Event description:
It was reported that asystole occurred. A 23mm lotus edge valve was successfully implanted. The following day, the patient coded and went into asystole. The patient was transferred to the intensive care unit (ICU). The patient received a temporary pacemaker. The following day, the patient received a permanent pacemaker. The patient was discharged and is currently doing well.